Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) confirmed that facility engineering resolved the power issue, and the pyxis system was restored to normal operation. Onsite service was not required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating, screen also went black and remote support service shown offline. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.